Event description:
In 2004 the MFR received an electronic correspondence (e-mail) from a physician at the user facility (uf). While not specifically making a report or complaint the physician did list a number of events of which he was aware. It is not known if any of the events are directly related to the lifesite system. While reviewing the details of the e-mail the MFR determined that the events as described (and if verified) met the criteria for reportable incidents. This report is for one of those individual incidents. The initial description by the physician was "pt hospitalized for surgery for re-implantation of vascular insertion tubing that became detached"